Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Device by manufacturer: on (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue. Fse inspected and checked alignments for all cup transfer positions. Fse then replaced cup transfer unit assembly and performed alignments for all cup transfer positions. Tested with cup transport test several times and it passed. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-900 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a cup transfer unit slightly binding.

Event description:
On (B)(6) 2016, a customer reported cup transfer assembly error 4151 continue with their aia-900 analyzer. The customer is unable to run fsh patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.